Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned device does not have any visual failure, also the guidewire outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09796. It was reported that the burr became stuck on wire. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were used for treatment. During the procedure, it was noted that the burr was stuck on wire and did not move. The burr was removed together with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09796. It was reported that the burr became stuck on wire. A 1.75 mm rotalink¿ plus and a 330 cm rotawire¿ were used for treatment. During the procedure, it was noted that the burr was stuck on wire and did not move. The burr was removed together with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.